Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been submitted by the importer on MDR report number 2951238-2022-00306.

Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, as soon as the procedure started and scope was inserted into the patient's esophagus, the physician noted a large amount of blood in stomach. The ercp scope was removed, and mucosal tissue was noted to be present in the distal cover of the scope. Next an esophagogastroduodenoscopy (egd) was performed with control of gastric bleeding using 6 hemoclips and 6ml of epinephrine 1:10,000 dilution. The tissue that was found in the distal cover was sent to lab as " mucosal gastric tissue¿ (pathology findings were not provided). There were no endotherapy devices being used during the procedure when the bleeding occurred. The patient's current condition is reported to be fine. The physician believes the patient had underlying esophagitis that could have contributed to the event. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.

Manufacturer narrative:
This report is being submitted to report investigation findings. New information is reported in d8, h6 and h10. Device history review (DHR) review: the device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.